Manufacturer narrative:
One sealed sample was received and evaluated. Testing found that the tyvek lid sheet was not sealed on the right lower side of the packaging due to a slight misalignment of the tyvek sheet. This was due to a misalignment of the tyvek sheet on the packaging during the sealing process during manufacturing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an improperly sealed package. On an unspecified date, it was reported that prior to patient use, the customer contact noted the package was poorly sealed; therefore, the device was not placed into clinical use. The customer contact reported that the sterility may have been compromised. No specific details were provided. Though requested, no additional information was provided including if the device was replaced and the therapy was initiated.